Manufacturer narrative:
Investigation summary: one actual sample in opened packaging was returned for investigation. The actual sample was subjected to visual inspection. Needle hub was inspected for foreign matter and no abnormality observed. Cannula was inspected for foreign matter and no abnormality observed. The actual sample was subjected to the breakout and sustaining test per test procedure 80005457 and passed the specifications. Investigation conclusion: foreign matter was not observed from the returned samples and the breakout and sustaining force passed the specification. Root cause description: reviewed the DHR and no abnormality detected during production. Foreign matter was not observed from the returned samples and the breakout and sustaining force passed the specification. Hence root cause could not be determine. Continue to monitor the complaint trend on these defects. Rationale: no abnormality observed from the returned samples and breakout and sustaining force passed the specifications.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. For devices without 510(k) numbers: PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. UDI#: (B)(4).

Event description:
Consumer stated there was difficulty pulling the plunger rod on a bd¿ syringes with needles 1 ml, luer slip, 26 g x 1/2 in.0.45 mm x 13 mm. In addition, foreign material was found on the needle during use. No injury or medical interventions were reported.